Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a standard medial row rotator cuff repair, using the qfix 2.8 mm drill and guide, the insertion site was cleared of debris prior to anchor insertion. After deploying the 2.8mm q-fix all suture anchor and removing the anchor and drill guide, one suture was found to be detached from the anchor and came out entirely with the drill guide and inserter, with the suture appearing to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. Fixation was achieved, but the sutures broke right away, so a replacement had to be utilized. Surgery was completed with the same faulty device; the anchor body was left in drill tunnel. There was a delay of less than 2 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, a clinical root cause could not be determined based on the limited information provided; however, a user technique/procedural variance, the patient¿s age, history of niddm, and/or patient bone quality cannot be definitively ruled out as a potential contributing factor. It is unclear if the IFU for the q-fix was adhered to. The IFU does warn, ¿prior to use, inspect the device to ensure it is not damaged. Therefore, the causal relationship between the reported adverse event and the s&n device could not be established. Two photos of the bent device were provided for review, however, they do not aid in determining the root cause. The anchor itself remained in the bone tunnel, however, because the suture broke, it was non-functional for fixation. The retained anchor body is biocompatible; however, since it was retained in the bone tunnel we cannot rule out the potential for micro-motion/migration, pain, and discomfort. Per the report, the surgery was completed with the same faulty device; with the same faulty device with a delay of less than 2 minutes without further complications. The impact to the patient was the retained device and the 2-minute surgical delay. An analysis of the customer provided images found a q fix device along with other devices inside a tray. The device has the shaft completely bent. The other image shows the label of the device. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.